Manufacturer narrative:
Product evaluation: the product was not returned. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. A qualified viscoelastic was indicated. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
The physician reported that the lens was scratched on the side of the optic. Surgeon said the scratches did not cause visual disturbances, she did not extract the lens. Additional informational has been requested.